Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. Additional information indicated that the lead tip was not successfully explanted as the lead started to unravel and the locking stylet fell out. A small part of the distal portion of the lead broke off and was lodged in a mid lateral vessel branching off the coronary sinus. The lv lead was abandoned surgically. There were no additional adverse patient effects reported.